Manufacturer narrative:
Correction for incorrect product reported. Please refer to manufacturer report numbers 1723170-2018-04918 and 1723170-2018-04919 for the correct products. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The clamps were not returned to the manufacturer for evaluation as they were not replaced. Other relevant device(s) are: product ID: 9734715, serial/lot #: (B)(4), long spinous clamp; product ID: 9734715, serial/lot #: (B)(4), long spinous clamp. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cervical spine procedure. The issue occurred intraoperatively and delayed the surgery by 20 minutes. It was reported that the site was going to do a posterior cervical fusion c1-c3. They put the long spinous process clamp on c2 but couldn't get the clamp to close, the surgeon had to remove bone in order to get the clamp to close. The surgeon tried to get the clamp tightened which ended up crushing the spinous process then it broke off. The surgeon tried the same thing on c3 and he removed bone to get it to tighten but then he tightened it and it crushed the spinous process then broke off. The surgeon used a second long spinous process clamp but couldn't get any purchase on it. The manufacturer representative (mr) then tried locating a 3rd spinous process clamp to try but the time he got back, the site ended up aborting navigation. The mr looked at both clamps and they appeared to function as expected.